Manufacturer narrative:
Analysis of the ins model 37712, serial (B)(4), found no significant anomaly. The battery capacity was reduced due to overdischarge. Analysis of the leads model 3777-60, serials (B)(4), found no anomalies. Analysis of the anchors model 3550-39, lots unknown, found no significant anomalies. There was cut silicone on the titan anchors.

Event description:
It was reported that the patient's ins was no longer helping and was not beneficial. The system was removed and not replaced. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3550-39 lot#, product type accessory product ID, 3550-39 lot#, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).